Manufacturer narrative:
Date rec'd by MFR: 23sep2019. The support service performed troubleshooting and confirmed the reported problem. The unit had a lamp alarm and main alarm failure. The support service then replaced the horn and switch panel to eliminate the alarm. The speaker was also replaced to check if the signal was functioning normally. After repair, required tests were performed and passed. The unit resumed all functions. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
Customer reported ventilator error. No patient involvement.